Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an rtsa (reverse total shoulder arthroplasty) treating cta (cuff tear arthropathy) with delta extend system on (B)(6) 2020. As the screw did not reach in place completely, the surgeon tried to insert the screw with the help of a screwdriver. Then, the screwhead broke off. The surgeon was not able to remove the screw but confirmed that it was in place. So he decided to leave it and completed the rest of the procedure less than 30-minute surgical delay. The patient was postoperatively x-rayed, and it was confirmed that no further issues were involved with. It was brand new and the first use when the issue occurred.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.